Event description:
During the index procedure the patient had three endeavor sprint drug-eluting stents implanted in the rca. A fourth endeavor sprint was implanted to treat a dissection that occurred after the third endeavor sprint stent was implanted. Approximately 50 months post index procedure, the patient underwent a balloon only revascularization of the rca. The investigator assessed that the event was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (dissection). Evaluation conclusions: inherent risk of procedure - (dissection). (B)(4).